Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day after implant, the right atrial (ra) lead and right ventricular (rv) lead exhibited a loss of capture due to an inexplicable reason. It was noted that the left ventricular (lv) lead was probably the cause. The ra and rv lead were repositioned, and the lv lead was explanted and replaced. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.